Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A2, a3, a4, b7: patient details were requested but not made available. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b18: device was discarded at user facility. Therefore, direct product analysis was not possible. The available complaint information reported does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. The IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6), 2024, a 6mm x 15cm a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was implanted for treatment of an in-stent restenosis (unknown manufacturer) located in the popliteal artery. Approximately 10 hours post-implant, the patient developed leg ischemia and was emergently taken to the or. After the distal popliteal artery exposure and cut down, the artery was opened and there was no forward flow through the viabahn device. As soon as the viabahn device was pulled, there was significant blood inflow. The viabahn device was explanted and discarded. The arteriotomy was patched with a bovine patch. Blood flow was restored to the lower leg with that technique.